Event description:
It was reported that customer experienced power source alert while using pump with tandem charging cable and wall adapter, and pump initially did not charge. There was no adverse impact to the customer's blood glucose level. Customer left wall adapter plugged into working outlet for extended time, issue resolved when charging cable was plugged into wall adapter, pump began charging, and no further assistance was required.